Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection found the reported issue of "screen blacks out" was not reproduced however, insufficient bend angle due to angle wire elongation was observed. Additionally, service repair noted the curved rubber adhesive part was found chipping and the video connector was found cracked due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
A loaner device repair request was sent with a reported issue of "screen blacks out" . The issue found during an unknown event. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.